Event description:
It was reported that this right atrial (ra) lead was known to have dislodged two years ago. The ra lead remains in the atrium; however, the position is not optimal, and low amplitude and noise oversensing was present. Now, that patient appears to have atrial fibrillation (af) with rapid ventricular response (rvr), as fast, irregular rhythm is noted on the ventricular channel; however, the patient's rhythm is unable to be confirmed due to the low sensitivity and noise on the ra lead. Technical services (ts) recommended troubleshooting, and further follow-up is expected. This ra lead remains in-service. No adverse patient effects were reported.